Event description:
The patient felt pain in hip and called his physician. The physician told the patient that he needed to be seen immediately. X-ray showed a question with the cup liner. During surgery an inspection showed the liner was loose from the acetabular shell. The liner was removed and the shell was inspected. The tabs were bent in, so a new liner was snapped in. This held firm and a medium femoral head was inserted on the stem.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.